Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of image noise was not confirmed. In addition to evaluation, scratches were found on the universal cord. Wrinkles were observed in the universal cord. There was dirt on the universal cord due to water leakage. Protector of universal cord on operation part side had scratches. Scratches were found on the scope connector. The scope connector had liquid leakage. There were scratches on the scope connector cover. Dirt due to water leakage was recognized on the scope connector cover. Scratches were found on the operation part. Scratches were found on the rotating mechanism. Scratches were found on the switch box. Scratches were found on the grip. There were scratches on the angle lever. Scratches were found on the up/down plate. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
An olympus employee reported that a loaner asset (evis lucera elite bronchovideoscope) experienced image noise. There was no report of user or patient harm associated with this event. During incoming inspection, it was determined noise occurred due to a damaged imaging unit and no image was displayed. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device is not registered/sold in the us, therefore, there is no UDI available. Based on the results of the legal manufacturer's investigation, the suggested event, ¿due to breakage of the ccd unit, noise was generated, and no images were displayed¿, was observed. It was determined that the event was likely caused by breakage such as disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as the integrated circuit chip and capacitor. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The operation manual describes how to inspect the subject event in ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ as below which could have prevented the phenomenon: [inspection of the endoscopic image]: confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. Note: if the object cannot be seen clearly, wipe the objective lens using clean lint-free cloths moistened with 70% ethyl or 70% isopropyl alcohol. 1 observe the palm of your hand using the wli and nbi endoscopic images (except bf-mp290f). 2 confirm that light is output from the endoscope¿s distal end. (See figure 3.23). 3 adjust the brightness level as appropriate. 4 confirm that the wli and nbi endoscopic images (except bf-mp290f) are free from noise, blur, fog, or other irregularities. 5 operate the up/down angulation control lever slowly in each direction until it stops. 6 turn the insertion tube rotation ring slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images (except bf-mp290f) do not momentarily disappear or display any other irregularities. 8 align the up indication of the insertion tube rotation ring with the up indication on the control section. Olympus will continue to monitor field performance for this device.